Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported event. As a preventative measure, the company service representative reseated the cables within the host, reinstalled the host module and cleaned the inside of the touchscreen. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The system was found to exhibit no functional problems; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the ophthalmic console froze. The touchscreen, footswitch and remote control would not respond. Procedure details and patient impact were not reported. Additional information was received indicating the screen froze after powering on the console. The staff shut down the console and turned it back on which resolves the issue. During the surgery the screen froze and the remote would not work. The console was again shut down and restarted resolving the issue. The surgery was completed with no impact to the patient.